Manufacturer narrative:
(B)(4). The lot was manufactured december 10, 2014 ¿ december 12, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir after filling. The device was filled with an unspecified amount of meropenem and ceftazidime. There was no patient involvement. No additional information is available.